Event description:
It was reported that the remote monitoring system had triggered a red alert on this right ventricular (rv) lead due to low out of range pacing impedance measurements less than 200 ohms. Review of the device data over the past few months show that the impedances have hovered low around the 250 ohms range with a few recent slopes down out of range. The plan was to continue to monitor this patient remotely. The lead remains in-service. No adverse patient effects were reported.